Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and preventing interaction with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, tandem technical support arranged for a replacement pump under warranty and guided the customer on using a backup insulin delivery method, ensuring continuous therapy. The customer was also instructed on how to prepare the malfunctioning pump for return.